Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19204. It was reported that the patient¿s therapy strength was decreasing on its own after a physical activity. Diagnostics revealed high impedances. As such surgical intervention took place on (B)(6) 2021 wherein the it was determined that the high impedances was due to the extensions. As such, the extensions were explanted and replaced with new extensions addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.